Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low readings issue with the adc device. The customer reported sensor readings of 53 mg/dl, 53 mg/dl, and 52 mg/dl, compared to a capillary result of 116 mg/dl. The customer reported self-treating with sugar, with no report of further treatment or indication of third-party intervention required. The customer had previously contacted adc regarding this issue, and was advised that their sensor was expired. There was no report of adverse event or third-party intervention required during this contact. Adc customer service attempted to contact the customer again, 3 times, to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 31-may-2023. The date of event associated with this report occurred on (B)(6) 2023, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.